Manufacturer narrative:
Customer complained on (B)(6) 2022 the pump is under delivering and experiencing high bgs. Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current test due to high currents. Unit passed dat test at 0.08720 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed (18.925) units of normal bolus was delivered on ((B)(6) 2022) between (00:03) and (23:58). Unit pass the force sensor with 23.6 mv. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. Noted. The following were noted during visual inspection: scratched case pillowing keypad overlay, stained serial label. The p-cap/reservoir does lock properly. No under delivery anomalies noted during testing. Unexpected battery power loss is confirmed due to moisture damage to pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6 component codes with this report

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was not giving correction bolus as it should be. No harm requiring medical intervention was reported. The troubleshooting was not performed. It is unknown if the customer had continued to use the device. The device was returned for the product analysis.

Manufacturer narrative:
(B)(4). Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current test due to high currents. Unit passed dat test at 0.08720 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed (18.925) units of normal bolus was delivered on (10/26/2022) between (00:03) and (23:58). Unit pass the force sensor with 23.6 mv. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. Noted. The following were noted during visual inspection: scratched case pillowing keypad overlay, stained serial label. The p-cap/reservoir does lock properly. No under delivery anomalies noted during testing. Unexpected battery power loss is confirmed due to moisture damage to pcba 1. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.